Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, a drop in p-waves, an intermittent out of range undefined impedance warnings, a suspected loss of capture with far field r-wave (ffrw) oversensing. The ra lead was noted to be pull out of port without unscrewing setscrew. Cause of impedance issue determined to be loose setscrew. Lead reconnected to device with normal impedance readings. The implantable pulse generator (ipg) and ra lead remains in use. No patient complications have been reported as a result of this event.